Event description:
Customer reported receiving erratic readings on her freestyle blood glucose meter. Customer reported receiving readings of 107 mg/dl and 357 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of adverse event, death or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed. The reported results were found in the meter's internal memory log and were received within the appropriate timeframe.